Manufacturer narrative:
(B)(4) the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges that the patient experienced pain, edema, metallosis and necrosis. After review of the medical records for MDR reportability the patient was revised to address pain. Revision notes stated that there was a significant amount of corrosion was noted at the femoral head and neck taper, significant mount of metallosis and fluid, a brown necrotic tissue, metal debris. There was evidence of metal disease in the remainder of the posterior capsule. Doi: (B)(6) 2008; dor: (B)(6) 2013; left hip.